Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 488 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" alarm noted. Unit had scratched lcd window, cracked battery tube threads and broken reservoir tube lip.